Event description:
Information was received from a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the controller kept warning them to call mdt (error message details asked/unknown) and that sometimes when they would be recharging the ins the controller screen would go blank. Pt stated that they would have to keep resetting the controller (pt noted that they reset the controller twice yesterday) and that it would take forever to recharge the ins. Pt stated that the error message came up about three times since the issue first started earlier in january. Pt stated that yesterday the controller screen went totally blank while recharging the ins and the controller wouldn't turn back on, so they had to reset the controller. The pt reset the controller and then started recharging the ins (pt noted that they had just recharged the ins) to try and recreate the issue, however pt confirmed seeing the normal recharging screen appear right away with the controller battery at 90% and the ins battery at 90% with recharging e excellent indicated and the green light flashing above the screen. The pt was asked if the recharger (rtm) was getting hot while recharging the ins; pt stated that they hadn't noticed, but that they didn't think the rtm was getting hot. Pt confirmed that there was no apparent damage to the equipment. The issue was not resolved. No symptoms were reported.

Manufacturer narrative:
Continuation of d10: product ID 97755 serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4) h3: analysis of the 97755 recharger (rtm) serial number (B)(6) revealed complaint unverified. This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.